Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: the run logs for the questioned samples were reviewed. Runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. Patient sample ID (B)(6) tested on (B)(6) 2020 were positive for sars-cov-2. These samples are low positive. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507216 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507216, and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 507216. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507216 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507216 did not identify any additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 507216 was not identified.

Event description:
The customer reported there were two instances on each of their two m2000rt instruments, when the realtime sars-cov-2 assay produced a positive result, but when repeated on the alinity m sars-cov-2 assay results were negative. The customer reviewed the raw data for the realtime sars-cov-2 assay runs from their (B)(6) 2020 runs. The customer identified 2 patient results on each of their m2000rt instruments with low amplification curves, and cycle number values of 22.70 and 21.40 and 21.42 and 22.87, however the samples had very low max ratio (mr) values, around 0.04 / 0.05. Amplification curves were present; however, very low rising, which is unusual for the assay. As a result of the suspect curves, the samples were repeated on the alinity m sars-cov-2 assay, and the results were negative. When positive samples generated on the realtime sars-cov-2 assay show a cycle number with low mr value, the customer is repeating the samples on the alinity m. Patient results were reported negative. There was no impact to patient management. MDR 3005248192-2020-00060 will be submitted for the additional observation by this customer.